Event description:
It was reported to target that during the treatment of a brain arterio venus malformation (avm), while physician wanted to check the position of the catheter by flushing contrast mixed with saline, she found a leak at the distal shaft. According to the information provided this event did no cause any injury/complications to the patient and no additional intervention was required.